Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she administered a bolus that delivered and a few seconds later the insulin pump alarmed no delivery. Customer's blood glucose was 103 mg/dl. Troubleshooting was performed and no insulin came out when the customer performed a manual prime into the air and when she manually pushed it through the tubing with a plunger. Customer was advised the alarm was by an infusion set and reservoir connection, to replace both of them out. Customer is not returning the reservoir for analysis.